Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 1660 was verified. The event log did show error code 1660 alarms occurred on 12/13/2018. Service will replace the microprocessor board unit as a preventative measure. Use testing was performed. The problem source is unknown

Event description:
Information was received that the cadd legacy pump had error code 1660. No reported adverse effects.

Manufacturer narrative:
Evaluation results: one cadd-solis vip was returned for investigation in used condition. There was no evidence of the reported product problem after a review of the event history log. The customer's reported product problem was not replicated. Three separate delivery accuracy tests were per formed; all of which were within the pump's delivery accuracy manufacturing specifications.  No problems were found with the delivery accuracy of the pump. No fault was found with the device.